Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for evaluation. Trends will be reviewed. Event device code is addressed in the package insert. This event occurred in foreign country. This is the same event as 1043534-2009-00364.

Event description:
Allegedly, hip revision surgery was undertaken as a ceramic head broke.